Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. It was not known if the issue caused any adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.